Manufacturer narrative:
Upon inspection of the device it was determined that corrosion on the electronic connector pins was the reason for the issue. The electronic connector pins as well as the input board were both replaced.

Event description:
It was reported that all images went out mid procedure. There was no patient injury or other adverse health consequence.